Event description:
It was reported that upon this patient's implantable cardioverter defibrillator (ICD) implant procedure, difficultness was experienced at inserting the right atrial (ra) lead into the device header. After a minute or so, it was inquired if mineral oil could be used in an effort to lubricate the insertion and make it easier. Sterile saline was recommended instead. Subsequently, the lead was able to be inserted and the procedure was completed. Both the ICD and the ra lead remains in service and no adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation noted evidence indicating difficulty may have been encountered fully inserting a is-1 lead into the header of this device. Please refer to the description for more information regarding the specific circumstances of this event.